Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment within 24 hours of having attempted unsuccessfully to use the aviva system due to e-7 and other unspecified error codes. She had tested earlier in the day and the meter was working fine, but she doesn't remember what the result was. She took her normal dosage of insulin, 25 units of humulin 70/30 around 9:00am (takes it around the same time every day). She doesn't remember what time, but after getting the reading in the morning she attempted to use her meter and got e-7. She then didn't use it later in the evening just took her insulin as normal. She took 15 units of humulin 70/30 at 8:00pm (normal dosage at the same time she takes it every night) and around 11:00pm she just remembers opening the door to let her dog out and the ambulance people were there. Says her neighbor called for an ambulance. She thinks she was hallucinating but didn't actually pass out. She doesn't remember timeframes of when emt/ambulance arrived or what was given to her for treatment or what the result was on the ambulance meter or how long it took her to start feeling better. She was told that her blood glucose was 43 mg/dl on the hospital meter (doesn't know what time the result was taken but thinks around 12:00am is when she would have gotten to the hospital and blood was taken) and was given food to bring her blood glucose up. Her blood glucose was 188 mg/dl on the hospital meter around 4:00am. She wasn't admitted to the hospital, her son took her home. A request was made for the return of the meter and strips, replacement sent.